Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode is unknown. Isi has requested for the endowrist stapler 45 instrument to be returned for evaluation. Isi has also attempted to contact the site to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. The system logs show that the endowrist stapler 45 instrument (part #470298-14, lot #t10190312-0085) fired two stapler 45 reloads (1 white, 1 blue). Both firings were completed per the logs. After the second firing, the stapler instrument was installed two more times (both with blue stapler reloads installed). There were no clamps attempted on the first install. On the second install following the second completed firing, there was an aborted clamp attempt followed by a completed unclamp. No subsequent clamp attempts were performed with the stapler instrument. A few seconds after the unclamp issue occurred, several errors pointing to the master tool manipulators (mtm) occurred. Per the endowrist stapler 45 user manual, if the stapler instrument cannot be released from tissue, the stapler release kit (srk) is required. The srk consists of a manual unclamp tool, an emergency grip release tool, and a tag with instructions. Furthermore, the user manual states the following: ¿warning: if the stapler release kit does not release the instrument from tissue, alternate surgical intervention may be required.¿ this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the surgical staff encountered a non-recoverable error and the system froze while the surgeon was closing the jaws of the endowrist stapler 45 instrument within the intestinal loop. As a result, the surgical staff was unable to safely remove the instrument and the anastomosis was terminated. Furthermore, an unspecified ¿specific operation¿ was performed. At this time, it is unclear what ¿specific operation¿ was performed. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Not applicable because the product is not implantable.

Event description:
It was initially reported that during a da vinci-assisted roux-en-y reconstruction after a total gastrectomy procedure, the system presented an unspecified non-recoverable error and froze while the surgeon was closing the jaws of the stapler 45 instrument within the intestinal loop. Per the initial reporter, the surgical staff was unable to safely remove the instrument and terminate the anastomosis due to the error. An unspecified "specific operation" was performed as a result of this issue. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the stapler 45 instrument was inspected prior to use. No damage or anything out of the ordinary was identified. No troubleshooting was performed. During use of the instrument, the system allegedly crashed with an unspecified "irreversible error." The reporter could not recall the error number. As a result, the surgical staff had to power down the system. At the time the event occurred, the surgical staff was performing a jejnu-jejenum anastomosis with the stapler instrument. During the anastomosis procedure, they inserted the stapler in the bowel and the instrument ¿blocked clamping the tissue¿ and it was not possible to remove. A blue stapler 45 reload was installed on the stapler 45 instrument at the time of the event. It was alleged that the stapler instrument did not work, ¿it blocked¿ and did not fire. The stapler instrument allegedly just clamped during the third install of the instrument. The surgeon did not encounter obstructions between the instrument jaws. No buttress material was used. No malformed staples were identified. The surgeon reportedly experienced clamping issues. It ¿blocked¿ immediately after clamping and the jaws were stuck on tissue. A stapler release key (srk) was used to open the instrument¿s jaws. There were no issues using the srk. The target tissue was bowel and was not calcified. The tissue was not exposed to radiation or chemotherapy. There was no tissue tension or tissue bunching. The anastomosis was completed by the surgeon using a hand-held laparoscopic stapler instrument and stitches placed by using the da vinci surgical system. There were no intra-operative complications. The procedure was completed robotically. The patient was discharged from the hospital with no complications. No post-operative complications have been reported. It is unknown if the stapler 45 instrument or reload will be returned to isi for evaluation. No photographic images or video recording are available for isi to review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections d10, g4, g7, h2, h3, h6, and h10. Device evaluation information can be found in sections h6 and h10. 67 - intuitive surgical, inc. (Isi) has received the stapler 45 instrument associated with this complaint and completed investigations. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument was installed and removed without any issues. A stapler release kit (srk) was not required for removal. No errors occurred during in-house testing. A review of system logs showed no failures related to the stapler. In addition, isi received a stapler sheath with the returned stapler instrument. The stapler sheath was placed on an in-house stapler 45 instrument without any issues. No damage or tears were observed. Isi has also received a blue stapler 45 reload associated with this complaint. Upon visual inspection, the returned stapler reload appeared to be unused. The stapler reload was installed on an in-house stapler 45 instrument and placed on an in-house system. A "used reload" error appeared. Once a stapler reload has been placed on an instrument and onto the system, regardless if it was returned unfired, it no longer can be used again. The reload was disassembled in-house for inspection and no damage was found.